Event description:
Allegedly pt. Had a leg length discrepancy. Revising surgeon felt product was in fine working order but the cup put in too low.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00535, 00536, 00537.